Event description:
An investigation report from an implant retrieval center was received and reported that during examination, when tested with the external remote controller (erc), that the rod exerted no force. The rod was not able to be disassembled for further investigation as the outer casing was seized to the magnet and extending bar. No additional information is available.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.